Event description:
It was reported that the spindle cap of the superion indirect decompression spacer broke during an implant procedure. It was noted that there may have been thick bone, osteophytes, or other obstructions causing resistance. All pieces of the broken spacer were removed, and another device of the same model was used to successfully completed the procedure. The patient did well postoperatively. The device was discarded by the facility and was not returned for analysis.